Event description:
The user's hearing performance with the device is affected after a trauma to the head. The accident occurred in (B)(6) 2022.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusions: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. In addition, per implant registration card, two channels were left out of cochlea since initial implantation. The problems given in the recipient report appear to match well with this findings. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
The user's hearing performance with the device was affected after a trauma to the head. The accident occurred in february 2022. Prior to the accident the user had excellent benefit from the device. The user was reimplanted on the 29th march 2022 with a shorter electrode type. Additionally, a new channel was drilled for the new device.